Event description:
User was using injector luer lock (n35) for reconstitution of chemo drug and realized leaking from the luer lock.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Manufacturer narrative:
(B)(4) follow up MDR for device evaluation: one video was provided to our quality team for investigation. Through visual inspection, liquid is observed to be leaking from the injector. It was noted, when the plunger was pressed on the syringe, the injector was not properly engaged with a mating component. As a result, this creates pressure within the device, causing damage to the internal components and eventually leading to the leakage as observed within the video. A device history review was performed for reported lot 2304004, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Retained samples of lot 2304004 were used for additional evaluation. Dimensional testing was performed on the injectors , including the luer thread, verifying all critical dimensions are within specification. Leakage and pressure testing is performed for all lots during manufacturing to ensure the quality of the membrane. Results were reviewed for the reported lot and verified to be within specification. Based on our quality team's investigation and video evaluation, this incident likely occurred as a result of improperly engaging the device as the injector must be connected to a mating component when pressing on the syringe plunger to properly open the fluid path and allow liquid to flow. It is important to follow the instructions for use when using phaseal devices to ensure the product functions properly. Complaints received for this device and reported condition will be monitored by our quality team for signs of emerging trends.